Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to be used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation outside the patient, the guidewire could not be pushed through from the top to the bottom tip of the device as the guidewire always came out of the c-channel and the c-channel could not be closed properly. It was also noticed that the tip of the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, kinked, and blackened, consistent with the findings when the device was observed under magnification. Also, the cutting wire was blackened, and the cut of the cutting wire was not smooth. The working length was free from obvious kinks and bends. A functional evaluation was performed by loading a spare lab 0.035in guidewire and it could advance as intended through the device without any problems. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. It was also found that the cutting wire was kinked which could have been generated due to handling and manipulation of the device during prepping or testing the device which is related to the procedure/usage of the device. Per the complaint information, the problem occurred during preparation, outside the patient and wire breakage occurred due to a negligence. The wire blackened at broken sections indicates that the device was energized; however, the IFU indicates, "precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity." Therefore, the most probable root cause for the reported problem of wire break will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to be used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During preparation outside the patient, the guidewire could not be pushed through from the top to the bottom tip of the device as the guidewire always came out of the c-channel and the c-channel could not be closed properly. It was also noticed that the tip of the cutting wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.